Manufacturer narrative:
Expiration date, operator of device, and PMA/510k are unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's tubing has been leaking occasionally and one day the patient had to change it three times. The patient stated that it does not always leak. The patient did not inform a nurse or a doctor's office about this issue. The patient noticed this issue while using the product but denied any clinical injuries. The patient does not have the possibly defective tubing. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: no lot number was provided; therefore, device history record review could not be completed. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.